Event description:
It was reported than on (B)(6) 2010, the patient underwent hardware removal and lumbar fusion procedure using rhbmp-2/acs, and floseal hemostatic matrix. (B)(6) 2010, the patient was doing well and pain improved with hardware. The patient reported some light headedness. Assessment: status post lumbar fusion; hardware removal; neurologically stable.

Manufacturer narrative:
(B)(4).